Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were three (3) separate incidents of external fluid leaks from 9 liter effluent bags during use on three (3) patients. The leakage occurred on both sides of the bag drain valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a drawing of a 9 liter effluent bag was provided for evaluation, indicating the leak occurred along the bottom weld of the effluent bag. A companion sample was received and visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including a push-pull and underwater leak test. No disconnects were noted and no leaks were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.